Event description:
The device was used during a laparoscopic gastrectomy. Reportedly, the bag separated. The surgeon was able to complete the procedure with the device. The hosp has reported no pt injury occurred.